Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that before use, a bd¿ insulin pen needle was found with a breach in sterile integrity as the ¿needles arrived partly open and bent.¿ there is no report or injury or medical intervention

Manufacturer narrative:
Investigation summary: two open 31g x 5mm pen needle samples were returned from lot no. 7052715, cat. No. 325104. Visual examination was carried out on the returned samples and no issues were observed. A full seal was observed on the teardrop label and cover. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion no issues were observed with the returned samples therefore no root cause can be identified.